Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported the symptom of chest pain and an align product was being used.

Event description:
The patient reported symptoms of irritation of the throat, chest pain, swollen tongue, headaches, canker sores, and trouble speaking and smiling. The patient reported visiting a general physician to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligner and is currently getting better. The treating doctor does not think the aligners are associated with the event.